Event description:
Patient underwent revision due to a worn aequalis pegged glenoid. During revision, patient's entire glenoid was gone. Surgeon was dealing with the blade of the scapula. This necessitated a staged revision.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.